Manufacturer narrative:
Initial interrogation revealed that the device had reached elective replacement indicator (eri). Our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results indicated that the monitoring voltage was normal based on therapy use and programmed settings. Although the battery itself had not depleted premature, two consecutive charge times in excess of the 18 second specification triggered eri earlier than expected. Engineers concluded that this device did not experience a component failure or premature battery depletion. Rather, the eri charge time indicator was declared due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) device was returned for disposal. No allegation was made against the longevity of this device in the field, however laboratory analysis confirmed that this device did not meet expected longevity calculations. This event was generated due to laboratory findings. There were no adverse patient effects reported.